Event description:
It was reported that at 214,000 joules while using the surgical fiber during a prostate procedure, the fiber kept shutting off and the excessive fiberlife activity message was received. The procedure was complete using an alternate procedure (turp). There was no injury to the patient reported. Time expended: 38 minutes.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-339b-(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the distal end of the glass cap/fiber is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits burn at different locations; the fiber cap also exhibits signs of a fracture of glass cap proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.